Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10. H10: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. Evaluation performed downstream occlusion testing and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was an out of calibration downstream sensor. The downstream sensor was required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.